Event description:
Customer reports obtaining results of 350mg/dl and 159mg/dl on the same device within 2 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.